Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp had not heard about the issue. No troubleshooting or actions/interventions were performed. The pump movement down the patient's side did not impact the patient's reported digestive system issues and neurogenic symptoms.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving fentanyl (concentration unknown) at 75mcg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. On an unknown date in 2009, the pump slide down on the left side and the doctor would not move it surgically. The patient wondered if the pump was pressing on his colon. His doctor said it was not caused by the pump. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.